Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and an abscess in her abdomen. No blood glucose reading was reported. It was stated that the insulin pump alarmed no delivery while the customer was in the hospital. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted with the correct programming. The customer was not sure if the basal rates were correct. Referred the customer to her hcp for correct settings. The insulin pump passed the prime and high pressure tests. However, the customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.